Event description:
A cordis cypher stent was used. During the procedure, pt developed complications to include extreme chest pain, hypotension, and loss of blood. The first stent was removed and a second stent was placed. They were sent to ICU. Plavix was ordered for "now" but was not given. Pt clotted during the night and had a massive heart attack. The next morning, the physician took them back to the cath lab and took the second stent out and put a third stent in. Pt died the next day.